Event description:
Philips received information that the customer was attempting to lower the table (couch) to a safe position to unload the pt, when they released the table down button, the couch continued to move in a downward motion after the button was released. The couch lowered to the mechanical lower limit switch and was activated which in turn disabled any couch vertical movement (safety feature). At this point, the system e-stop was activated. There was no report of any harm to a pt or operator.

Manufacturer narrative:
Note: we have not completed our investigation of this event, we will file a follow-up MDR at the completion of the investigation. (B)(4).